Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent loss of rv capture and varied capture thresholds were observed during post-implant device check. Patient is dependent. Programming changes were made. Diagnostic imaging was performed with no visual anomalies detected. It is noted that the patient had a hematoma post-procedure and is currently stable.